Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2019 to (B)(6) 2020 and (B)(6) 2021 to (B)(6) 2021. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of (B)(6) 2019. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week from the event date of (B)(6) 2019 in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube spring and battery tube assembly noted. The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a cracked case and a scratched case. The pump passed all the required testing. Retainer ring damage (a cracked retainer) was confirmed. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube spring and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away. Cause and date of death was unknown. Troubleshooting was performed for gathering the information, no further information available due to data protection. It was not known if the patient was wearing the pump at the time of passing. The event involved product(s) mmt-332a, mmt-398, mmt-1780kpk. Mmt-1780kpk returned for analysis.